Event description:
It was reported that the patient presented in clinic for a follow up due to chest pain. An xray reveled that there was no dislodgement on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was in stable condition.